Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the fill estimate displayed 0 units after the second day of use. A new cartridge was loaded successfully to resolve the issue. Blood glucose level was 129 mg/dl.